Event description:
It was reported that during a laparoscopic gastric sleeve procedure, the surgeon fired the second firing across the stomach using seamgaurd with a black reload. When he observed the staple line on the patient side, one row of staples was not formed and on the outer two rows the staples did form. It appears that the metal piece of cartridge separated and derailed the staples from the cartridge. The specimen side of the staple line was fired correctly with b formed staples. They had to fire around the staple line with a new device and black reload to secure the staple line. The used black reloads and with the second stapler to complete the procedure. There was no patient consequence reported. The patients bmi is unknown.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ple60a device was returned in good visual condition and with an ecr60t cartridge reload present. Additionally, the reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired 1/2. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as no cartridge pan separation was noted during visual inspection.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.